Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under modified anesthesia care. According to the complainant, the patient had an infection that caused a small perforation of the rectum. In the physician's assessment, the infection was related to spaceoar placement with aggravating conditions, and the cause of perforation was abscess and infection. On (B)(6) 2020, the patient presented to local emergency room (ER) with fever, elevated white blood cell (wbc). Computed tomography (CT) showed air/fluid levels in pelvis consistent with rectal perforation. The following day, the patient had emergent exploratory laparotomy, diverting colostomy and peritoneal lavage performed. A small perforation was noted in anterolateral rectum. Pelvic drains were placed and the patient was treated with oral antibiotics. The patient condition after the procedure was reported to be stable. Reportedly, the patient received 2 fractions of radiation therapy (rt) and was discharged after two weeks of hospital stay.